Event description:
Large cecocentral descemet's detachment affecting the central visual axis occurred during surgery for severe primary open angle glaucoma. Surgery included canaloplasty done in combination with lensx laser cataract surgery. Approximately one month following the surgery (16 aug 2021), the surgeon communicated the incident to nova eye stating the patient was having trouble recovering visually.

Manufacturer narrative:
After being notified of this event nova eye's senior clinical trainer provided additional product use training to the surgeon and or staff. During this training it was made apparent that one or employee was not operating the viscoinjector (vi) component of the canaloplasty microcatheter kit itrack 250a per the in-service training. The operator had made full rotations of the vi knob instead of a 1/8 turns. Reporting of this event was delayed due to the initial assessment of the event as non-reportable, due to the self-resolving nature of the descemet's detachment. Upon retrospective review of complaint files, however, the initial assessment of this event as non-reportable was considered to be incorrect and the event subsequently reported.